Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the catheter was found cut approximately 0.5 cm above the cuff. As per the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to excessive force used with the device. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that when the patient was on the hemodialysis machine, the machine alarmed. Blood was noted to be leaking from the venous extension lumen when the catheter was checked by the nurse. There appeared to be multiple leaks noted in the venous extension tube. Incident was noted visually when blood was oozing out of extension tubing. The patient required an urgent catheter exchange and antibiotics. No loss of tissue or irreversible damage. The catheter original implantation date was (B)(6) 2015 and was explanted (B)(6) 2015.